Event description:
It was reported that patient underwent a left knee arthroplasty. Subsequently, patient had a flexion range less than expected, and underwent a manipulation under anesthesia. No further revisions or therapy has been reported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00711. D10 medical devices: persona art. Surf. Fixed bearing (cr) left 10 mm height catalog#: 42512000510. Persona tibia cemented 5 degree stemmed left size e catalog#: 42532007101. G2 foreign source: australia. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.